Event description:
It was reported that foreign thread/hair was found in 1 bd plastipak¿ concentric luer lock syringe each from lots 2011019, 2009024, and 2012065 after drawing up "naglazyme inf kons 1mg/ml, 5mlhg". The following information was provided by the initial reporter: "a thread/hair was found in the syringe after they had drawn up 3 vials of naglazyme inf kons 1mg/ml, 5mlhgl. For this treatment they would be drawing up 8 vials, having found the hair/thread after the third vial had been drawn up the expensive medication could not be used anymore.".

Manufacturer narrative:
H6: investigation summary four unused samples and one used samples was provided to our quality team for investigation. Upon visually inspection, a hair was observed inside the used sample, no hair or other foreign material was found in the unused product. A device history review was performed for the reported lots 2012065, 2009024, 2011019 and the additional unused lot 2010070 which was also received, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. H3 other text : see h10

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2011019. Medical device expiration date: 2025-10-31 device manufacture date: 2020-11-09. . Medical device lot #: 2009024. Medical device expiration date: 2025-08-31. Device manufacture date: 2020-09-10. Medical device lot #: 2012065. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-12-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign thread/hair was found in 1 bd plastipak¿ concentric luer lock syringe each from lots 2011019, 2009024, and 2012065 after drawing up "naglazyme inf kons 1mg/ml, 5mlhg". The following information was provided by the initial reporter: "a thread/hair was found in the syringe after they had drawn up 3 vials of naglazyme inf kons 1mg/ml, 5mlhgl. For this treatment they would be drawing up 8 vials, having found the hair/thread after the third vial had been drawn up the expensive medication could not be used anymore."